Manufacturer narrative:
Field service engineer troubleshot system per service manual. Did find the hand held start button cover was off of the start button. Fse replaced handswitch cover. Fse tried to reproduce the partial injection reported, by triggering system with both the injector start button and the siemens system, but was unable to duplicate. Fse verified proper operation of the system using the maintenance section of injector service manual 900955. System returned to full service by the customer.

Event description:
In 2009: customer reported a small uncommanded injection was administered during a case study. No reported injury.